Manufacturer narrative:
The customer¿s report that the pumping segment leaked was confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing confirmed leaking from a small hole at the top of the silicone segment near the upper fitment. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be determined.

Event description:
It was reported that the pumping segment leaked an unknown fluid at the engagement to the upper fitment. There were no tears or punctures noted in the tubing. The leakage occurred during patient use, but there was no patient harm.